Event description:
It is reported that a customer has physical damage in the form of black spots on the screen of their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump display properly. No missing segments noted. Insulin pump had black ink spots and bleeding in the middle of lcd glass. Insulin pump received with minor display window corner, cracked reservoir tube lip and cracked belt clip slot.